Event description:
Anonymous user facility medwatch received from the FDA with a report that "the pt had an emergency bypass surgery after having two coronary stents placed. After they were implanted, the stents clotted off. Recovery from the emergency was prolonged. Devices remain implanted".